Event description:
It was reported that the patient with this right ventricular (rv) lead received inappropriate shock. This lead was explanted but upon extraction, lead began to break and making it difficult for the physician to extract. The part of the lead that stayed inside of the patient was the tip of the lead, which remained affixed to the heart, up to the distal coil and a few more inches of the lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).